Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder shut down while in use and did not turn on. It was also noted that it had no data. The recorder was operating when the patient left the office and it worked for a time according to the patient. A repeat procedure was necessary, so it was scheduled on a different day. There was no patient or user injury.